Event description:
It was reported that the pump reset unexpectedly, and the battery gauge was fluctuating. Customer resumed insulin delivery successfully. It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.